Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2026 from the home therapy nurse (htn) of a 51-year-old female patient with a medical history including end stage renal disease, who stated the patient was found expired, disconnected from the device, and surrounded by an unspecified amount of blood during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on (B)(6) 2026 from the htn who stated no rinseback had been performed and the cause of death was exsanguination. No other details regarding the event were provided or available.